Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited marker anomaly and failure to capture. The pacemaker was explanted and replaced. It was also alleged that the pacemaker exhibited premature battery depletion. The patient was discharged.

Manufacturer narrative:
The reported events of incorrect or imprecise reading, inability to capture, and premature discharge of battery could not be confirmed. As received, the device telemetry communication and output were normal. The device battery was found above the elective-replacement level with appropriate remaining longevity. Analysis performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.